Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed as the optical axis is misaligned with the scope mount and the scope mount was found loose. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, if an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation.. Olympus will continue to monitor complaints about this device.

Event description:
It was reported the subject device had " sometimes no video image displayed" . There was no patient impact, no harm reported due to the event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4